Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was implanted during a procedure performed on (B)(6) 2022. It was reported that the patient subsequently had urinary frequency, urgency, burning sensation, incontinence and retention. With this, the patient was advised to have a second surgery to revise the sling and her urinary symptoms immediately resolved. Soreness of lower abdomen, right groin and upper thigh were also experienced by the patient even after her revision surgery. Reported outcomes for this event includes: required intervention, hospitalization, disability or permanent damage.

Manufacturer narrative:
Initial reporter name and address: the healthcare facility name is unknown, but the patient's address was reported to be in us. Report source: the voluntary user medwatch number is mw5112938. (B)(4).